Event description:
The patient reports getting spinal headaches, itchy, bad rash all over upper trunk, blister on head and does not feel good. The patient reports being in a mva two weeks prior to reported symptoms. The patient reports the hcp performed x-rays, dye study and rotor study. The patient got very dizzy after the tests and experienced a worsening headache, rash, hives and itching. The patient reports the spinal headache is better when lying flat and she gets very sick when she gets up. The patient stated the catheter is kinked but that the whole device might be changed out. The drug used in the pump is baclofen. Additional information has been requested from the hcp but was not available on the date of this report.